Manufacturer narrative:
H.6. Investigation summary the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# (B)(6)) lot 0105127 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. The customer complained of a high rate of positive results presenting a low level of fluorescence and high CT values, for the n1 target. One run file (run 228) was received for the investigation and analyzed. In this run, two samples were found, presenting the results described in the complaint text. Indeed, samples in lanes a10 and b10 obtained a n1 positive /n2 negative result. The n1 target CT values for sample a10 and b10 were late. Curves analysis showed no real amplification for those two samples. For sample a10, there was a reader saturation warning in the csv file for the fam channel (n1 target). This could have triggered the false result. As for sample b10, no real amplification was seen in the fluorescence signal. This kind of false result could be attributable to a sample containing background interfering substances, unknown instrument issue or environmental contamination. Another possibility is a high background noise present in the bd sars-cov-2 assay. Bd has received several customer complaints for reader saturation warning and high background noise when using bd sars-cov-2 reagents for bd max¿ system. Analysis of the various databases received from customers revealed evidence of similar patterns. The initial fluorescence in the fam channel was higher with the bd sars-cov-2 reagents than all other assays. Consequently, some samples reach the maximum possible fluorescence value at the beginning of the pcr run, resulting in a reader saturation warning error code. In all cases, the product design, with contribution of the instrument, are suspected to be in cause. It was also noted that readers from some instruments can have higher fluorescence levels, compared to others and cause more reader saturation error. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd maxtm system lots for reader saturation error. The root cause is under investigation and will be documented in our quality system. Bd confirms the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(6)) to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. There was no report of patient impact.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. There was no report of patient impact.